Event description:
A consumer reported experiencing red eyes with itching. She was seen by her doctor who diagnosed a bacterial infection. She was treated with antibiotic drops and switched to another brand of solution. She stated that her eyes are fine and symptoms have resolved.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not rec'd for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 171579f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171579f met all release criteria prior to product release. There is one other report for this lot. Add'l info was requested by mail on 08/25/2010 and by phone on 09/13/2010. A complete questionnaire has not been rec'd. (B)(4).